Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a stroke. In (B)(6) 2015 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted in the laa. In (B)(6) 2016, the patient was hospitalized with an ischemic stroke. No further patient complications were reported.